Event description:
It was reported that during an unknown procedure, the safety shield on the trocar would not stay engaged. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.